Event description:
The reporter is the daughter of the pt and she stated that they are having issues with the cuff not staying inflated. She stated that the cuff is deflated in the morning, then inflated for a 2 hour nap and deflated after the nap. It is then inflated for the night at about 10 pm. She stated that the tube has only lasted about 2 weeks. She stated that after removing the tube, she checked for leaks by submerging the tube under water and that the leak is in the pilot balloon.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.